Event description:
The lab reported the zirconia abutment fractured.

Manufacturer narrative:
Visual inspection of the returned edaz bellatek® zirconia abutment by the complaint investigator confirms the device has fractured. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.(B)(4)